Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during a knee arthroscopy, the wired foot pedal was not working. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection observed a rusted base and chassis and the cable connector gold lockring is pulled out causing the connector to flare out. A functional evaluation revealed the unit cannot be tested due to the damaged cable connector. The complaint was verified. Factors that could have contributed to the reported event include misalignment of the connector when connecting to the unit receptacle in which excessive force or twisting could cause damage.